Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a full black screen on the insulin pump. Customer's blood glucose was 370 mg/dl. The customer stated the insulin pump was not exposed to extreme temperatures. The customer reported the black screen did not disappear during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump has missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to missing segments. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.